Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
End user reported burning and redness and leakage of liquid stool under wafer. Reports allergic to the paste. Patient outcome was not reported.